Event description:
Information was received from a patient. It was reported that their stimulation felt like it was constantly on and never stopped. The patient stated that they would feel it from head to toe. The patient tried turning it off and mentioned that they would turn it off for a day or so. However, when stimulation was turned off, they could still feel it and it was really annoying. It was noted that the issue started on (B)(6) 2017, a week prior to the date of this report, when the patient was picking vegetables in the garden. No falls or traumas were reported that could be related to the issue. The patient mentioned that they followed up with their healthcare provider (hcp) and was told to get in touch with a manufacturer representative. No further complications were reported or anticipated. Indication for use is post laminectomy pain.